Event description:
Complainant alleged that the clinicians were defibrillating a pt, but after 25 minutes of use, the device failed to display the pt's ECG rhythm on the device screen. The clinician then obtained a second device and connected it to the electrodes that were already in use on the pt, and continued pt treatment. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.